Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 490 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. The customer states insulin pump alarmed unexpected restart. Customer reports they were able to clear the alarm. Customer able to complete rewind of insulin pump. Customer states alarm occurred shortly after inserting a new battery. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.